Event description:
It was reported resistance was found between swg (spring wire guide) and ars syringe prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring-wire guide (swg) and introducer needle for evaluation. The arrow raulerson syringe (ars) was not returned. Obvious signs of use in the form of biological material were observed on the guidewire. Visual examination of the swg revealed the swg had several coils that were off-set throughout its body. The j-bend tip appeared undamaged and both welds were intact, full, and spherical. Visual examination of the ars could not be performed as it was not returned. The off-set coils in the swg were located approximately 162mm 528, and 548mm from the proximal weld. The outer diameter of the spring-wire guide measured 0.797 mm which is within the specifications of 0.788-.826 mm per product drawing. The spring-wire guide length measured 602 mm which is within the specifications of 596mm-604 mm per drawing. The IFU provided with this kit states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle" the returned swg was able to advance through a lab inventory ars and the returned introducer needle with minimal resistance. Functional inspection could not be performed on the ars as the ars was not returned for evaluation. A manual tug test was performed on the returned guide wire, and both welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The swg had several coils that were off-set throughout its body. The returned guide wire met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. However, the ars was not returned for evaluation. Based on these circumstances , unintentional use error likely contributed to this event; however, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported resistance was found between swg (spring wire guide) and ars syringe prior to patient use. No patient involvement.